Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a synthes employee. Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2019, a cannulated screw long thread was broken when the surgeon tried to remove it for another size screw. The broken screw fragments were retained in the patient. Procedure was successfully completed with no surgical delay. There was no patient consequence. This report is for a 4.0mm cannulated screw. This is report 1 of 1 for (B)(4).